Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the luer lock connection was loose. Multiple follow up attempts were made by tandem technical support to obtain further information, however, no response was received by the customer. There was no reported adverse impact to customers blood glucose (bg) level.